Event description:
When drape was removed from a pt with known latex allergy, there were bilateral burned areas on their groin in circular pattern related to the adhesive on the drape. Pt was treated with silvadene burn ointment. This drape does not contain latex. Drape was discarded after case.